Event description:
The customer generated a service report indicating the replacement pump did not deliver the correct amount of replacement solution to a pt during a tpe procedure. The machine was suppose to replace 2327 mls of albumin/saline. The pt rec'd 327 mls of saline and 1750 mls of albumin. At the end of the procedure there were 250 mls of albumin left in the bag. The outcome of the pt is not currently known. The pt's age and identifier is not known at this time. This report is being filed due to insufficient info provided at this time to determine if a malfunction with the potential for death or injury occurred.

Manufacturer narrative:
(B)(4). A device history record review was completed for this machine and no mfg related issues were found. Field diagnostic/correction: a service call was performed to check out the device. The service rep verified the occlusions on all pumps, verified the function of all pumps and valves and ran a saline run with no problems found. All systems that were checked were within specifications. Investigation eval and corrective actions are in process. A f/u report will be provided.

Manufacturer narrative:
Caridian bct internal ref = (B)(4). The customer has performed several tpe procedure on this device since this report, with no other volume related issues. Root cause: undetermined.

Event description:
The patient did not experience any adverse effects. The customer would not provide the patient's identifier or age.